Manufacturer narrative:
Age at time of event: 18 years old or older.

Event description:
It was reported that balloon rupture occurred. The target lesion is located in severely calcified and severely tortuous distal right coronary artery. A 10/2.50 flextome cutting balloon was selected for use. After rotablation was performed at the lesion, this device used for dilatation of the target lesion. However, the balloon ruptured upon third inflation at 12 atm. The device was simply pulled out from the patient and the procedure was completed with another of same device. No patient complications were reported and patient is stable.